Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected the back of the drawer and confirmed that the open/close sensor was not properly seated on latch mount. So, the fse proceeded to realign sensor, then the customer verified the drawer functionality. All worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication there were no adverse events or injuries reported based on this event.